Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the plate broke approximately at the clavicle distal or shoulder side. The fractured face runs diagonally through one of the lateral oblong holes. Plate is bent where fracture occurred. Fractured surface is rough, uniform, and have a polished appearance. The most likely cause(s) of this type of event include patient non-compliance to the post-op protocol or post-op trauma to the surgical site. The directions for use for the device states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported the clavicle fracture plate was successfully implanted on the (B)(6) 2017. When the patient returned for check up on the (B)(6) 2017 it was noticed trough the x-ray that the plate is broken. The plate was retrieved on the (B)(6) 2017. A new implant was not placed due to infection of the skin of the patient. Follow-up investigation: patient had suffered a minor injury during daily routine professional activities prior to the (B)(6) 2017 office visit. Clavicle plate was explanted on (B)(6) 2017. During revision the plate was found to be broken. Patient has a superficial wound infection with propionibacterium acnes. No antibiotics were prescribed. Patient currently has no active signs of infection since removal of the hardware. Due to the superficial infection, no new materials/devices were implanted. There was acceptable reduction of the fracture so a conservative treatment seemed to be the best solution. In the case of secondary fracture displacement or non-union, surgical treatment remains an option. Patient was a male, °age (B)(6) yrs, dob: (B)(6), weight: (B)(6) kg. The following screws were also explanted with the clavicle plate and are being returned for evaluation: ar-8835-14 lot 031715 qty 1, ar-8835-16 lot 95241720 qty 1, ar-8835-16 lot w47158 qty 1, ar-8835-18 lot w47650 qty 2, ar-8835-18 lot w47159 qty 1, and ar-8835-20 lot 1229328 qty 1.